Manufacturer narrative:
Correction: PMA / 510(k)#. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the etco2 module had displayed error code and not working. This was reported to bd representatives during site visit. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: PMA / 510(k)# additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported error while running task co2 accuracy test/calibration was confirmed and replicated during laboratory testing. Following findings were noted during the inspection: - twist on exhaust lock was stuck (not returning to its normal position). - rear case upper screw was missing. - device case damaged. - dent on device display. - contamination ingress inside the device. - frame assembly broken. Testing performed on the suspect etco2 module found a defective oridion board. After a temporary replacement with a known-good part for testing purposes only, the device was found to be operating within specification. The event date of the complaint was noted in the error logs as 9 november 2025, which was also the date of the last error displayed by the device. During the error log review, the following observations were made: between 23 november 2024 and 9 november 2025, a total of thirty-two (32) instances of error 571.6210.5 (OEM_comm_down_failure, log only severity) were recorded. Between 27 march 2021 and 9 november 2025, a total of thirty-six (36) instances of error 571.6240.1 (OEM_missing_sensor_status, power-on self-test severity) were recorded. The bd alaris system maintenance, model 8975, v12.5.0 user manual list warnings chapter 3 preventive maintenance states the following: failure to perform regular and preventive maintenance inspections may result in improper instrument operation. Use maintenance software (version 7 or later) to perform calibration and preventive maintenance. There was no patient involvement. Root cause: the root cause of the reported issue channel error (unknown error code) is being attributed to a defective oridion board; however the specific component failure was not determined. Note that this report lists imdrf annex a0509, a1801, a0801, c07, c0601, c1302, d15, g0405206, g04037, g02013 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the etco2 module had displayed error code and not working. This was reported to bd representatives during site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the etco2 module had displayed error code and not working. This was reported to bd representatives during site visit. There was no patient involvement.